Manufacturer narrative:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4) on 06-dec-2017. The most recent information was received on 12-feb-2018. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removal") in a (B)(6) year-old female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida, multiparous and c-section (three). Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced myalgia ("myalgia") and pain ("pain"). In (B)(6) 2016, the patient experienced dyspnoea ("dyspnea"). On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and asthenia ("asthenia"). On (B)(6) 2017, the patient experienced medical device removal (seriousness criteria medically significant and intervention required) and asthenia ("asthenia"). The patient was treated with surgery (bilateral salpingectomy via celioscopy and essure removal performed on patient's request). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, myalgia, asthenia, pain and dyspnoea outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter considered asthenia, dyspnoea, myalgia and pain to be unrelated to essure. The reporter commented: essure was placed on (B)(6) 2015 on the left side only. Follow-up was performed 6 or more months following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 12-feb-2018: essure device removal questionnaire - patient's demographic data; relevant medical history (three c-sections); new adverse event (dyspnea); essure removal date ((B)(6) 2017 - performed on patient's request); essure removal method (bilateral salpingectomy via celioscopy); and reporter¿s causality assessment (essure did not cause or contribute to the adverse events). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a physician and describes the occurrence of medical device removal ("device removal") in a female patient who had essure (batch no. D31445) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient experienced myalgia ("myalgia"), asthenia ("asthenia") and pain ("pain"). On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (celioscopy). Essure was removed. At the time of the report, the medical device removal, myalgia, asthenia and pain outcome was unknown. The reporter provided no causality assessment for asthenia, medical device removal, myalgia and pain with essure. The reporter commented: patient experienced pain since the placement of essure. Essure was removed via celioscopy. No further information expected. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred terms: medical device removal. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2017: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.